Event description:
During the procedure, the cytology brush would not advance, possibly due to scope angle. It got "caught up" while retracting the brush. Brush was not on system when removed from scope. Final x-ray was done, and brush was not found in patient, but brush was not located. Bronchoscope was difficult to flush can clean.